Event description:
The customer reported that they observed salt deposit/residue in and around the reagent/sample carousel and on top of the centrifuge of the ortho provue analyzer. The customer suspected the probe might be leaking. However, probe drip was not observed. The customer indicated that the analyzer was functioning as expected with no reported discrepancies with the daily qc or with any patient results. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the customer site and performed preventative maintenance and pressure valve repairs to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.